Event description:
It was reported that during a prostatectomy procedure, the blade broke but did not fall into the patient. There was an instrument error code. Used another like device to complete the case. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.